Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
A decrease in r-waves and increase in capture threshold were observed, due to lead dislodgement. After multiple attempts to reposition, the physician decided to explant and replace the lead.